Event description:
Affected side: left side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code l971116, work order (B)(4) was manufactured on 15 sep 2015. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 1 non-conformance associated with this lot. Nr-0084452 relates to ctq 8 inspection activity on the cmms at machining and linish/polish process steps. It is determined that there is no correlation between this non-conformance and the failure mode of the complaint.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of primary corail with competitor acetubular cup (also revised) reason for revision femoral stem neck fracture. Initially done in 2018, revised today by surgeon. Fatigue failure propagating from the superior neck. Clean fracture line superiorly without abrasion of the fracture face. Plastic deformity inferiority with evidence of strain beyond yield but only inferiority. No identifiable surface defect as a stress focus superiorly. No evidence of neck impingement on either the neck or acetabular components. No corrosion otherwise, the fracture started proximal to the threaded hole and I didn't inspect the taper.